Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 43. On (B)(6) 2017, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.